Event description:
It was reported that this pacemaker showed signal artifact monitor (sam) episode that shows the mv signal due to electromagnetic interference (emi). Technical services (ts) was consulted and recommended troubleshooting and further measurements tests. The device remains in service. No adverse patient effects were reported.